Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 08-sep-2017 a field service engineer (fse) confirmed the 710 z1-axis error message and a badly bend sample needle assembly on the g8 system. The bent sample needle assembly was replaced by the fse. The fse found the y1-axis guide rails were very sticky and dry; the fse cleaned and lubricated the sample needle mechanism. The fse verified the sample loader tube alignment by tightening the mounting screws. The fse verified that quality controls and patient samples without any further issues. The instrument was performing within specifications. A 13-month complaint history review was performed from 07-aug-2016 through (B)(6) 2017 for serial number (B)(4) for similar complaints. There were two (2) other complaints for 710 z1-axis errors found during this time period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 710 z1-axis error. An abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance procedures, section 5.10 - sampling needle replacement, provides step-by-step instructions on replacement of the sampling needle assembly if its bent or broken. The most probable cause of the reported event was due to dirty and dried y1-axis guide rails.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error message and a bent sample needle assembly while running patient samples. The customer replaced the sample needle assembly, which also bent. The customer was unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.